Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a following up MDR submission.

Event description:
It was reported the device missed the calcaneal distal screw target. In drilling the calcaneus screw holes the drills were not left in place in which case might have caused the distal screw to not hit the target. It is reported the device was in contact with the patient however, there was no pt injury.

Manufacturer narrative:
Integra has completed their internal investigation on 07/24/2015. The investigation included methods, evaluation of actual device, review of device history records and review of complaints history. Results: the panta tray loan set 008 was returned to odc distribution center. According to inspections records provided by odc distribution center, the misalignment of panta nail with calcaneus drills was not confirmed during kitting inspection of the set. A review of the design specifications and design changes was performed. No significant design change on dimensions linked to the assembly. A review of the device history was performed for 519110nd. The manufacturing lot is f52j and it has been manufactured in april 2013, check assembly is in compliance with specification. A review of the device history record found no anomalies during the manufacturing period of 519130nd. The manufacturing lot is f517 and it has been manufactured in april 2013. Check assembly is within specification. A review of the complaint system was performed. This is the second incident report to newdeal about a misalignment of panta nail with calcaneus screws for the past two years. As instruments pn 519110nd, pn 519130nd and pn 519131 are reusable instruments and used for insertion of each panta nail implants surgery, (B)(4). Conclusion: given the description of the event and the observations made during the investigation, the root cause of misalignment cannot be determined. The incident cannot be reproduced. No anomaly was found during manufacturing. Moreover a misalignment of support device is detectable by supplier inspection (100% checks) after assembly and during kitting inspection with the standard sp010 (panta alignment for kits).